Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9298193. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that after infusion with a bd pegasus y 18ga x 1.16in ss prn npvc blood leakage occurred at the y connector. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse followed the doctor's advice for the patient's venipuncture indwelling needle. After liquid infusion, blood leakage occurred in the y-shaped connector and the indwelling needle was immediately removed.